Event description:
It was reported that approximately 80 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, prothesis wear, joint laxity and implant pain. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-01250 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01250. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.